Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure the device clips would not close. There was no patient consequence.